Event description:
Customer reported receiving an ER-6 message from the display of her/his adc blood glucose meter. Customer further reported that on (B)(6) 2019 the error message displayed, so a reading could not be provided, and then she/he became hypoglycemic. Customer was taken to a hospital where an unspecified medication was administered ¿to balance the sugar rate¿. Customer was kept for 12 hours for observation. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported meter and test strips were returned and investigated. Visual inspection has been performed and no issues were observed. Meter powered on with button depression and with cal bar insertion. The returned strips are expired. Retained test strip have been used for testing. All results were within range specification and no errors were observed during testing. No malfunction or product deficiency was identified. An extended investigation has also been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. The dhrs (device history review) for the precision xceed meter was reviewed. The dhrs showed the optium xceed meter passed all tests prior to release. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was conducted for the reported complaint and precision strips, no trends were identified that would indicate any product-related issues. No further investigation is required.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving an ER-6 message from the display of her/his adc blood glucose meter. Customer further reported that on (B)(6) 2019 the error message displayed, so a reading could not be provided, and then she/he became hypoglycemic. Customer was taken to a hospital where an unspecified medication was administered ¿to balance the sugar rate¿. Customer was kept for 12 hours for observation. No additional treatment was reported. There was no report of death or permanent injury associated with this event.